Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported obstruction/ occlusion and ischemia, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of ischemia and occlusion is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a known possible complication. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the initial procedure was performed on (B)(6) 2024 and a 6x80 mm absolute pro self expanding stent (ses) and 6x150 mm absolute pro ll ses were implanted in the distal right superficial femoral artery (sfa) without issue. On (B)(6) 2024 the patient had acute limb ischemia and angiography showed in stent occlusion in all stents (study and non-study). Revascularization and thrombectomy were performed in the same procedure as treatment, the thrombectomy was performed for a non-study stent in the peroneal/below the knee arteries. After that all vessels were open. No additional information was provided.